Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00x38mm promus element¿ long drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The device was removed as a whole all together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the promus element mr ous 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. Strut segments 8, 9, 10 and 16 from the proximal end of the stent were lifted. The remainder of the struts were undamaged. The undamaged crimped stent outer diameter was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The device was removed as a whole all together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.